Event description:
Patient arrived to clinic on 8/12 with plastic tubing wrapped around a driveline break located near controller insertion site. Plastic tubing removed and silicon rescue tape applied.